Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One returned sample was received in used condition without the original packaging. Per visual inspection, no visual defects were detected. A leak test was performed the sample failed the test. A leak was detected in the sealed area of the cuff of the tracheal tube confirming the complaint. A suspected root cause was due to manufacturing machine failure. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacture of the reported lot number. Notification was made to operations personnel as awareness to failure mode reported. The manufacturer will continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported that the cuff was tested prior to use and inflated fine, however about 10 minutes into the procedure, it began to lose pressure and the cuff kept having to be inflated to keep pressure in patient's airway. Eventually the cuff would not inflate, fortunately by that point the procedure had finished. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.